Manufacturer narrative:
Sc-2218-50 (sn: (B)(6). The returned lead was analyzed and visual inspection revealed that the proximal end was bent/fractured between contacts 4 and 5. The fractured cables were not exposed and were still contained inside the proximal array. With all the available information, boston scientific concludes that the reported event of high impedance was confirmed. Contact 4 of the proximal end of the lead have fractured cable right at the weld nugget. This type of damage typically occurs when excessive tensile force is exerted onto the lead body.

Event description:
It was reported that the patient had to charge the ipg more frequently. It was also reported that one of the patients leads had high impedance. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5001453/5001325.

Event description:
It was reported that the patient had to charge the ipg more frequently. It was also reported that one of the patients leads had high impedance. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1200, (sn (B)(6)). The returned ipg was analyzed, passed visual inspection and exhibited normal device characteristics and normal impedances. Data log analysis revealed that there were charging issues due to the thermistor being triggered multiple times. The ipg was able to be fully charged in a room temperature environment in one four-hour charge cycle without any anomalies. The charging current was also low on charge cycles where the patient was not able to fully charge the ipg. With all the available information, boston scientific concludes that the reported event was confirmed. The ipg thermistor was likely being triggered due to poor ventilation while charging or poor charger to ipg alignment while charging.

Event description:
It was reported that the patient had to charge the ipg more frequently. It was also reported that one of the patients leads had high impedance. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively.